Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant of the right ventricular (rv) lead, the lead was damaged. Extensive stenosis and scarring as well as the presence of an existing lead in the vasculature made for a difficult placement attempt. All attempts at passing a lead on the left failed. The rv lead was damaged when pulled back across the valve of the catheter. An alternative lead was placed. No patient complications have been reported as a result of this event.